Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing, inappropriate shock therapy, and high out of range pace impedance measurements. Boston scientific technical services discussed further evaluating the lead and considering magnet application in the short term to prevent inappropriate shocks. At this time the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead and right atrial (ra) lead were fractured. A revision procedure took place and the leads were successfully explanted and replaced. No additional adverse patient effects were reported.